Manufacturer narrative:
(B)(4). A copy of this article may be obtained at www.interscience.wiley.com.

Event description:
Literature: roth tm. Subcapsular relocation for sacral neuromodulation pulse generator implant revision. Neuromodulation: technology at the neural interface. 2010;13(2): 145-146. Summary: this article discussed a technique of subcapsular placement of a pulse generator (ipg) in cases of revision for implant site pain (gluteal) in five pts between 2005-2008. For each pt, the ipg and electrode were carefully removed and the floor of the capsule was incised. The system was placed beneath the floor of the original capsule and a layered closure was performed. All devices originally had been placed 2 cm from the skin surface. Originally, seven pts were evaluated and treated, but two pts did not undergo revision and had the device systems explanted instead. Reportable events: three pts experienced pain at the ipg site due to weight loss. Each pt either underwent surgical revision to relocate the ipg or underwent explant of the device system due to loss of response in addition to the pain. All pts who underwent revision were pain-free and had uneventful f/u ranging between six months and three yrs. One pt experienced pain at the ipg site after losing 60 pounds subsequent to implant, and either underwent surgical revision to relocate the ipg or underwent explant of the device system because of loss of response in addition to the pain. If a revision was performed, the pt was pain-free and had uneventful f/u ranging between six months and three yrs. Three pts experienced pain at the ipg site due to rotational movement of the ipg, and each pt either underwent surgical revision to relocate the ipg or underwent explant of the device system because of the loss of response in addition to the pain. All pts who underwent revision were pain-free and had uneventful f/u ranging between six months and three yrs. It was not possible to ascertain specific device info from the article or to match the events reported with previously reported events. At this time no add'l info was available, add'l info regarding the pt, event, interventions and outcome has been requested.